Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg) implanted: (B)(6) 2007; product ID 4068-52 implantable pacing lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that a fracture of the right atrial (ra) lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 32.8 cm. Analysis found the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was obstructed, the inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.